Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was farfield sensing resulting in pacing inhibition in this dependent patient. It was found that the lead had dislodged and migrated back to the av grove of the heart.